Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display, keypad anomaly and exposure to moisture found on dec 19, 2021. The device powered up properly after battery installation. The device passed the self test, displacement test and active current measurement. However, the device had a high sleep current measurement. The device was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Pump error 63 alarm (variableinfo = 06) was recorded in the formatted history file on 12/19/2021 19:07:40.000, suspected on hw. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba1, pcba2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. A test case was used and the original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A test case was used and the original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The device had a high sleep current measurement due to corrosion on the pcba1 and pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Keypad anomaly and blank display were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Pump error 63 alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm and pump error 63 alarm due to corrosion on the pcba1 and pcba2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated that the buttons were not responsive. Customer also performed self test and was unable to do it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis